Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level between 400 mg/dl and 500 mg/dl. The customer had no symptoms of high blood glucose. Customer treated with insulin pump. Customer's blood glucose value was 189 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Customer reported of not receiving insulin due to quick release not being on properly or coming off. Customer also received no delivery alarm. Customer declined to check for leaks or air bubbles, site or insulin issues, and settings. Customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test.